Manufacturer narrative:
Device evaluation of battery sn (B)(4) has been completed. The reported problem (unable to properly fit in monitor) has been confirmed. As received, the battery was unable to power on a monitor. The battery connector was physically damaged, which prevented the battery from connecting to a monitor. The root cause for the damaged connector was physical abuse. No adverse event resulted from the defective battery pack.

Event description:
A us distributor reported that a patient's battery pack was unable to fit properly in a monitor.